Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased 3 years over the course of a year. No data analysis from this device was performed. This device remains in service. The physician decided to continue to monitor this patient until the elective replacement indicator (eri) is reached. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased 3 years over the course of a year. No data analysis from this device was performed. This device remains in service. The physician decided to continue to monitor this patient until the elective replacement indicator (eri) is reached. No adverse patient effects were reported. Additional information was received. A request to have data from this device was made again. A safe replacement of 90-days was recommended. No adverse patient effects were reported. The device remains in service.